Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure being performed when the issue occurred. The procedure was delayed and completed by using another system. Customer reported to philips that the system was not booting up. The review system log files showed malfunction with the system interface box. Upon troubleshooting, the philips remote service engineer (rse) found that the issue with the power supply unit. To resolve the issue, the customer replaced the power supply unit, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.